Event description:
It was reported that a large volume infusor underinfused; the balloon "only half deflated". This was observed during patient infusion. The device contained benzylpenicillin 10800mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: h4: the lot was manufactured between april 18, 2023 ¿ april 19, 2023. H10: the device was received for evaluation containing 192ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.